Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07632. It was reported that the burr was stuck on the wire. The target lesion was located in the severely calcified and severely tortuous distal left circumflex artery (lcx). A 1.25mm rotalink plus and a rotawire were selected for use. During procedure inside patient, it was noticed that the burr stopped advancing inside the guide catheter. A kink on the rotawire was suspected. The physician removed the system as a unit. Outside the patient, the physician attempted the wire to the rotalink but got completely stuck and could not be removed. The procedure was completed with a rotablator rotalink plus 1.50mm. No patient complications were reported and patient's condition is good.